Manufacturer narrative:
The pod was received fully deployed. No damages or deficiencies to the needle mechanism were observed that could have contributed to the reported needle failing to retract. No damages to the environmental seal or bottom housing were observed. The needle mechanism was manually reset to a non-deployed state and then redeployed using the lock and load fixture. The needle mechanism was observed to deploy as intended. The cause of the reported needle failing to retract could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.2. Hardware: iphone15.3. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported that when the pod was removed, the needle had not retracted, indicating a needle mechanism failure. The pod was worn between 1 and 4 hours. Blood glucose levels were reported up to 300 mg/dl. No treatment was reported.